Event description:
The patient called lifescan, and alleged that their meter was reading inaccurately erratic. The patient obtained two results of 134 and 57 mg/dl on their meter. No symptoms were reported at the time of the comparison. The readings were taken less than 10 minutes apart. The patient stated that have been getting results averaging 68 mg/dl. They reported an incident that occurred one year ago when they obtained a result of 40 mg/dl. They reported feeling dizzy and lightheaded at the time of the test. They were taken to the hospital, where they were given orange juice. At the time of the incident last year, the patient obtained a low result and had low blood glucose symptoms. A replacement meter is being sent to the patient.